Event description:
It was reported that there was an issue with a cassette. A new cassette was mixed and resumed infusion. This is a continuous infusion. The event occurred while in use with the patient. The patient was successfully able to continue infusion. The infusion life-sustaining. The event is resolved. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information provided to date.